Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event. Clinical review of all information currently available concluded the following: there is documentation supporting a possible association between the liberty cycler (patient was unable to complete ccpd therapy on the cycler at home on (B)(6) 2017) and the event of excess fluid/fluid overload requiring ER visit with ICU admission. Due to patient¿s confusion, disorientation and inability to assist with in hospital ccpd therapy, hd access was required to dialyze the patient during the hospitalization (unknown amount of fluid removed). There is a possible causal relationship with the patient¿s presenting symptoms of coughing for 3 days prior to urgent admission and the episode of hypoglycemia, possible excessive thirst related to preexisting labile diabetes ( resulting in patient exceeding fluid restrictions) and the ensuing episode of fluid overload and subsequent hospitalization. There are no allegations against any fresenius products or the liberty cycler.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient had been admitted to the intensive care unit (ICU) at the hospital. Additional information received from the patient¿s pd nurse discovered that the patient had presented to the emergency room (ER) on (B)(6) 2017. The patient was reportedly directly admitted to the intensive care unit (ICU) due to experiencing possible distension of the abdomen/peritoneum, possible fluid overload, incoherent, and unable to assist ICU registered nurse with dialysis treatment. The patient¿s liberty cycler was brought to the ICU, however, the patient¿s altered mental status and the patient¿s incoherence, resulted in an inability to assist ICU medical staff with troubleshooting or answering questions regarding the operation of the liberty cycler. The patient had been experiencing a cough 3 days prior to admission (pta), was unable to complete ccpd therapy for (B)(6) 2017 due to being disoriented, and was hospitalized due to hypervolemia (fluid overload) and remains currently hospitalized. The pdrn stated that the patient is compliant with his ccpd therapy treatments. The patient was experiencing disorientation/confusion secondary to hypoglycemia. Additionally, the patient was drinking too much fluid (unknown volume) and was not in compliance with prescribed dietary fluid restrictions and subsequently the patient experienced an episode of fluid overload/hypervolemia necessitating medical intervention. Furthermore, the patient had a temporary hemodialysis (hd) catheter access placed and on hd treatment while hospitalized. The pd nurse believed the reported coughing three days prior to admission was also related to the fluid overload and hypoglycemia episode was secondary due to patient¿s preexisting labile diabetes. Prior to the patient¿s discharge, the hd catheter was removed without change in dialysate prescription (same as prior to admission) and patient was discharge to home, was recovering and resumed ccpd therapy on the cycler with no apparent issues.